Event description:
Patient had returned to office for a routine refill and the pump print out indicated "low battery alarm" was occurring. The physician confirmed this and the patient was scheduled for replacement. Pt experienced no drug withdrawal symptoms. The pump was replaced and the pt is doing well.